Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. There were 4 non-sustained tachycardia episodes with v-v intervals <(><<)> 220 milliseconds on (B)(6) 2016. Analysis of the device memory indicated the criteria for the rv lead integrity alert were met. The lead failure predictor triggered on (B)(6) 2016 for ventricular sensing integrity counter (sic) and non-sustained tachycardia episodes. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. The rv pacing impedance was steady at approximately 459 ohms through (B)(6) 2016 and rose to 1406 ohms by (B)(6) 2016. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. There were 192 ventricular sic since the last session 1.17 days ago.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was alarming due to high right ventricular (rv) lead pacing impedance values. It was noted that the rv lead exhibited oversensing, high sensing integrity counter (sic), and non-sustained ventricular tachycardia episodes. A lead fracture was suspected. It was noted that there was previously high sic and the lead integrity alert (lia) alarms were disabled. The rv lead was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.